Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to rotat, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later repositioned, but this did not resolve the problem. Reportedly, "from horizontal fixation to vertical." The lens was later exchanged for a shorter length lens, and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
10: returned product evaluation - the subject lens was received dry within a microcentrifuge tube. Visual inspection found a haptic broken lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).